Event description:
Operative report indicates the first tissue valve that was placed appeared to be defective as there was an intravalvular leak, so the valve had to be removed and a new valve placed in its place. Also states no evidence of perivalvular leak. Patient was transferred to the ICU in critical condition.

Event description:
Via follow-up with the healthcare provider, it was learned that this patient expired. The cause and/or date of patient's death were not provided. The hcp indicated no additional information will be released. Indications for surgery indicate, - this is a (B)(6) male, whom I had seen in consultation a day prior to surgery, who had known aortic stenosis as well as coronary artery disease presented with what appeared to be inferolateral wall mi several days prior to catheterization. The patient eventually underwent catheterization and was found to have 60% to 70% of his lad, 60% to 70% in the circumflex with totally occluded circumflex distal to the large obtuse marginal, and totally occluded right coronary artery. The patient had evidence of at least most likely moderate-to-severe aortic stenosis with a valve area of 0.65, the patient had been on the schedule for surgery: however, in the morning of this operation, the patient sustained another infarct and was in cardiogenic shock on the floor. Patient underwent the following procedures during this surgery, "emergent coronary artery bypass graft x4 with a reverse saphenous vein graft to the left anterior descending coronary artery, reverse saphenous vein graft to the posterior ascending coronary artery and reverse saphenous vein graft in a sequential fashion from the aorta to the obtuse marginal 1 and then on to the obtuse marginal 3. Also, emergent aortic valve replacement with a 21-mm edwards magna tissue valve. Also endarterectomy of the posterior descending coronary artery, operating room resuscitation. Also, insertion of left femoral artery intraaortic balloon pump and endoscopic vein harvest of the greater saphenous vein from the left lower extremity." No information to suggest an edwards' device relationship to the patient's death.

Manufacturer narrative:
Method - x-ray. As received, there is a large gap in leaflet coaptation as the unpressurized valve sits in air. The sewing ring cloth is mostly intact with a few disruptions noted on the inflow side as well as remnant sutures, most likely from the implant/explant procedure. Non-transmural tissue damage is noted on the outflow of leaflet 1, with one occurrence on the cusp near commissure 1 and one near commissure 2. The morphology of both damaged areas is consistent with the impression of forceps, most likely occurring from explant. These abnormalities found in the as-received valve would not pass the quality inspection during manufacturing at edwards. X-ray imaging, reveals the wireform and stiffener band are intact. There are minor kinks in the band at commissures 1 and 2. This abnormality would not pass the quality inspection during manufacturing at edwards. The leaflets are stiffer than similar un-implanted valves when probed with a finger, and slightly snap when returning to a closed position. Dehydration of the tissue is known to increase the stiffness of the tissue leaflets. Another more common reason for leaflet stiffening is blood exposure during implantation and subsequent storage in formalin after explantation. The increase in stiffness may influence the appearance of the returned valve, the function of the leaflets, and the flow and leak assessments performed under fluid pressure. Functional testing was then performed in a pulse duplicator under normal physiological conditions; leaflet appearance during opening and closing appears normal, with leaflet 1 coapting slightly below the other two leaflets. There is a small central hole present in the fully closed position. The total regurgitant fraction (trf) from the pulsatile test is 3.3%, partially coming from the central hole. This trf level is three times less than the 10% maximum allowed for this size valve per (B)(4). Conclusions: edwards' standardized in vitro testing demonstrates that the regurgitation of the valve is (B)(4), which is three times less than the (B)(4) maximum allowed for this size valve per (B)(4). This amount of leakage would not normally be considered consistent with "aortic insufficiency". No echocardiography recording was provided, thus the behavior of the valve and the reported aortic insufficiency observed in vivo cannot be confirmed. Therefore, the root cause of the reported insufficiency at implant could not be identified. It is likely that the reason for explant is related to patient and surgical technique related factors.

Manufacturer narrative:
Review of provided records such as the operative report and discharge summary indicate the patient had both preoperative and postoperative complications. As the cause of death has not been provided, there is no information to suggest that the patient's death is related to the edwards device.

Manufacturer narrative:
Method: device return anticipated; but not yet received. Patient records, including the operative report, tee report, and discharge summary were requested from the healthcare provider; however, the hospital indicated that without patient consent, the requested information will not be supplied. Without adequate information, the reported event could not be further evaluated or investigated. The device history record (DHR) review was completed and confirms that this device passed all manufacturing and sterilization inspections. There has been no information to suggest that a device malfunction or quality deficiency caused or contributed to this event.

Event description:
It was reported that a 33000tfx-21mm aortic bioprosthesis was explanted at implant due to aortic insufficiency that occurred when the surgeon tried to come off bypass. The surgeon then put the patient back on bypass, explanted the initial implanted valve and another of the same model number and size was used. The patient then came off bypass without any additional issues. It was also reported that the patient had a balloon pump used during surgery and, as per discussion between the edwards rep and the surgeon, the reason for the reported insufficiency may have due to competing flows either from the aortic cannula and/or the balloon pump. The operative report has not been provided at this time, as such the reported event has been confirmed. Additional attempts continue to be made for information regarding the explant.